Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their ins doesn not function at all. The patient stated that they had a hysterectomy back in (B)(6) 2018 and that there were complications and their ins was "dismantled". Patient added that they had several surgeries, which they stated was the only reason why they did not want to have their ins removed. When asked for an event date, the patient mentioned unrelated medical history, including that their ins stopped working because they had an emergency ileostomy where they had 8 inches of their colon removed. Redirected to hcp to further address the issue.

Event description:
On 2025-nov-03 additional information was received from the patient. They reported that the cause of the device not working was the surgery that they had. They will be seeing their doctor on (B)(6) 2025 to discuss device removal. It was not reported if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.